Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate antitachycardia pacing and high voltage therapy for supraventricular tachycardia rhythms incorrectly detected as ventricular tachycardia. The sudden onset was programmed on and the ventricular tachycardia detected was increased. The physician will discuss a medication change. The patient was admitted for observation without any further issues and the patient will continue to be monitored.